Manufacturer narrative:
Concomitant medical products: product ID 97791 lot# unknown product type accessory product ID 977a260 serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead product ID 97791 lot# unknown product type accessory product ID 97791 lot# unknown : product type accessory h3: analysis of the ins (nmd715182h) found that it had a reduced capacity due to overdischarge. Analysis of the lead (va0nxlk025) found that the proximal end insulation was consisten with metal ion oxidation and there was discoloration of the outer insulation on both sides of connector #0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having difficulty recharging. Patient stated pain was not alleviated by spinal cord stimulator (scs). It was reported that the patient met with the rep to interrogate the scs. Patient did not bring recharger to the appointment. According to the 8840 battery check, there were no issues with coupling or charging. Rep checked impedances and were all within normal limits. Patient refused reprogramming. Patient reported they have made several complaints about the device and charging. The rep reviewed with the patient that there was nothing abnormal when checking device. The patient wanted the rep to say something was wrong. Rep recommended that he could send it to analysis and patient stated he planned on doing so. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the recharging difficulty and lack of therapeutic effect was not determined. No actions were taken to resolve this issue as the patient would not allow the manufacturer representative (rep) to reprogram, and the patient didn't have their recharger to troubleshoot his concerns. The patient is scheduled for explant on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.